Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, the customer was experiencing high blood glucose (bg) levels (over 350 mg/dl) prior to the malfunction alarm. The customer delivered a bolus for correction to bg level. System check with tandem technical support indicated the pump was performing as intended. The customer was reportedly menstruating at the time of the elevated bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.